Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026, a gali 4lv sonr crt-d 2844 (serial no.: (B)(6) was implanted. Following the implantation, final programming confirmation was performed, and rvat (automatic right ventricular threshold measurement) was confirmed to be set to on. On (B)(6) 2026, an echocardiographic examination and follow-up were conducted. During the follow-up, it was confirmed that rvat had switched to off. At the time, the av delay was 85 ms in a static state. The clinical engineer has been requested to investigate the cause of rvat automatically switching from on to off and to provide a response.